Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility.

Event description:
Olympus was informed that during an onsite visit, the user facility staff was provided in-service covering manual cleaning of scope to reprocessing staff. During in-service staff confirmed aspiration step is not being completed currently after brushing of endoscope channels. Reviewed with staff present in detail all steps outlined in the reprocessing manual for completion of manual cleaning of endoscopes. Reviewed with staff equipment needed to complete aspiration using olympus suction cleaning adapter mh-856 and portable suction unit. Covered with staff how to also properly reprocess suction cleaning adapter mh-856 after each use either by manual high-level disinfection or by autoclave. No patient infections or injuries reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the device was not returned, and the issue could not be reproduced. Therefore, the root cause of the event could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU warns on improper reprocessing as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance for this device.